Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, that patient reported that her infusion set's tubing had detached from the site while she was removing her pants to pee and was about to sit. The site location was her leg, and the pump was on the opposite side of the infusion set. The infusion had been used for second day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to their body. No further information available.